Event description:
It was reported that an abutment screw loosened within an implant. There was no report of patient injury.

Manufacturer narrative:
This report is being submitted to relay corrected data. 0002023141 - 2019 - 00054 - 1 has also been submitted. The following information is being submitted: lot # 63037966. Date rec¿d by MFR: 14 may 2019. Follow up 2. Type of reportable event: serious injury. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an abutment screw repetitively loosened within an implant. There was no report of patient injury.

Manufacturer narrative:
This report is being submitted to relay additional and corrected information. The following sections are being reported: a2: correction: 56 years, a3: correction: male, a4: correction: 175 pounds, b3: correction: 11 jan 2019, b5: it was reported that an abutment screw repetitively loosened within an implant. There was no report of patient injury. D1: scr replace friction-fit gold & ti abut int hex, d2; product code: dze, d4: catalog #: mhlas, d11: tapered scw-vent impl with mtx, item #: tsv4b11 lot #: unknown, e1: correction: dr. (B)(6), g4: 14 may 2019, g7: follow up, h1: malfunction, h2: correction, additional information, device evaluation, h3: yes, h5: correction: yes, h6: correction: device code, method, results, conclusion codes, h10: manufacturer narrative, corrected data. The reported device was received for evaluation. Visual inspection identified that the threads, body, and drive feature show signs of use. The device was returned without evidence of malfunction that correlates with the reported event. The reported condition of an abutment screw that repetitively loosened within an implant could not be confirmed. A device history record (DHR) review could not be performed as the reported device lot is unknown. Zimmer biomet quality management system has controls in place to ensure the distribution of conforming product and within specifications. A complaint history review was conducted for the reported device item number dating back to 2 years. The complaint history review revealed that there are no existing non conformances or product holds for the reported device. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to report zimmer biomet complaint (B)(4). A supplemental report will be submitted if additional information becomes available or when investigation is complete.

Event description:
It was reported that the patient presented with repetitive abutment loosening.